Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Unable to duplicate customer reported problem. No occlusion error message could be found in the pump's event history logs or during functional check. Possible root cause of the issue is that fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor. The reported problem was user induced. It was recommend a downstream occlusion sensor to be replaced. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. Report source is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an occlusion error message when running the pump but there was no occlusion. No patient injury was reported.